Event description:
It was reported to maquet that during hip replacement surgery, the 1433.62a1 traction accessory would not maintain sufficient tension. The surgery was continued with a nurse applying the required traction. No injury to the pt reported. (B)(4).

Manufacturer narrative:
The MFR has asked the customer to send the defective part for examination. A follow-up report will be submitted when additional info will be available. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Exemption # (B)(4).